Event description:
My pregnancies were rough with gestational diabetes and toxemia. After we had our second son we decided to do a form of permanent birth control. I chose essure because it was convenient for us and I would be up on my feet the next day so no one else would have to do anything for me. As soon as I had the procedure done I bled for three months straight, super heavy, and severe cramps. Did the test to see if my tubes were blocked and I was told they were "100% blocked." Had to be put on birth control pills off and on since to get my cycles to stop. Even then there was one point it didn't help. Since then I have developed a skin rash that comes and goes, numbness and tingling in my right and left arms, hands, legs, and feet. I have also had pain issues to where my muscles have been knotting up. There are days it's hard to move and I'm walking around like I'm 90 years old. I have also had severe headaches to where I go blank or absent minded and can't think, eye twitching, neck pain, lower back pain that is a dull pressure pain. I have also had to deal with sharp abdominal pains, not only cramps but sharp piercing pain that last for long periods of time. I have a hard time using the bathroom, if its not diarrhea it's constipation, or bladder urinary tract infections, plus yeast infections. It's been one thing after another. It has also gotten to the point where it is painful to have sex with my husband and I am hurting so much I can't spend time with my kids.